Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. Device manufacture date: unknown. Investigation summary: one open pen needle sample was returned from an unknown lot. No., cat. No. Unknown. Clog testing was carried out on the returned sample as per tp700483 and no issues were observed. Investigation conclusion: no DHR review can be carried out as lot number is unknown. Root cause description: no issues were observed with the returned sample therefore no root cause can be identified. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that unspecified bd¿ pen needle was blocked. The following information was provided by the initial reporter: needle (partially) blocked.